Event description:
The balloon on the trach was completely flat, would not hold air, almost "crunchy" likeit was plastic that had been in the sun; 3 damaged trach tubes. PT-4582. Device-2976, 4008. referenced reports-CDRH-50054227, CDRH-50054313. This report captures a Trach Tube#3.